Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was stated that the thermistor connection failure was suspected. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing was performed. The reported event was not reproduced. Only the frequent occurrence of error 20 was confirmed on the operation log. It is presumed from the log history that a poor contact of the thermistor cable occurred. As a precautionary measure, the l1-hose was replaced. L1-cw device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.